Event description:
It was reported that during a ptca procedure, the hydrophilic coating sheared off. The physician was attempting to advance a maverick balloon catheter over the choice wire, the distal end of the balloon was "shearing off" the hydrophilic coating of the wire. The balloon and the wire were removed as one. No coating was left in the patient. No patient injuries or complications were reported.